Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report clip migration and recurrent mitral regurgitation it was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. An anterior and posterior prolapse were present. One clip was successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2021, the patient returned to the hospital. Echocardiography showed the implanted clip had partially detached from the posterior leaflet, causing mr to increase to a grade of 3. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the partially detached clip. One clip was successfully implanted, reducing mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and a cause for the reported clip migration cannot be determined. The recurrent mitral regurgitation (mr) appears to be a result of migration. Recurrent mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.